Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they had high impedance at contact 0. It was also reported they had more tremors on the right side. The family reported the patient was not using their right side as much as before. Also, the patient had a fall awhile back. It was noted the patient was not a good historian. No further complications were reported as a result of this event. Impedances were tested and the following impedance results were reported: high impedances. See call note for additional impedance results provided. (B)(4) reviewed.